Event description:
There was an echelon stapler misfire. Multiple (7) blue loads were used with no problem. When the first green load was used, misfire occurred. Not sure if green load was the issue. The pulmonary artery was affected, causing unexpected blood loss. Assistance was needed from the on call surgeon. The vendor was available in the room for backup assistance with stapling device. A new stapler was opened and used.